Event description:
Boston scientific received information that high thresholds were noted on this right ventricular lead. A procedure to reposition this right ventricular lead x-ray showed some slack of the lead, and a micro dislodgement was noted. The lead was repositioned and connected to the device. The device was reprogrammed and the patient was scheduled for a follow up. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.